Manufacturer narrative:
Eval summary: it was specified in the adverse event report provided with the alleged complaint that the wound dehiscence was not related to the device. The articular surface was not returned for eval. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. From the data provided, it appears that the revision was not implant related, thus there is no implicated failure of the device. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2009, and that the pt was revised the following month, due to infection.